Manufacturer narrative:
The customer reported that all of their devices on wlan were experiencing communication loss. The customer also reported that their telemetry and hard-wired devices were unaffected. Nk ts advised the customer to go to the hospital's it room and check the server that is connected to the hospital's network and the nk network. Upon arrival, they reported that 1 of their servers was flashing a blue light, and 2 of their servers were flashing yellow. Nk ts remoted into the server and found that all 3 servers were connected to the same uninterruptible power supply (ups) that failed. Once the customer rebooted the servers, everything was back online. No harm or injury reported. Additional model information: a ups was used in conjunction with the servers in question and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple bsm's experienced communication loss on wlan but are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog number, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that all of their devices on wlan were experiencing communication loss.

Event description:
The customer reported that all the devices on wlan were experiencing comm loss.

Manufacturer narrative:
Details of complaint: the customer reported that all the devices on wlan were experiencing comm loss. No patient harm or injury was reported. Investigation summary: the customer reported that devices on wireless lan (wlan) were showing comm loss. During troubleshooting, it was identified that the network segment .85 had crashed and was no longer communicating with the network. It was also identified that a ups failed, and that 3 servers were connected to this ups. After the ups issue was resolved, the servers were rebooted, and the host table was balanced, resolving the issue. The devices were back online. Based on the available information, a definitive root cause could not be identified.